Event description:
A customer in (B)(6) notified biomérieux of a false negative varicella-zoster igg (vzg)result in association with the vidas® varicella-zoster igg 60 t (ref 30217). The specific lot number was not provided. There is no indication or report from the laboratory that the false negative vzg result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united kingdom reported a false negative varicella-zoster igg result in association with vidas® varicella-zoster igg 60 t ref 30217) the lot was not specified. The impacted lot number and patient reports were requested but not provided. Biomerieux reviewed performance fault codes, CAPA, and nonconformities in association with vidas® varicella-zoster igg 60 t (ref 30217). This review did not identify any associated CAPA nonconformity associated with false negative results.biomerieux performed internal testing using four (4) positive samples on batches that expire in 2019 and 2020. All samples tested obtained within specification results.the root cause could not be determined as the impacted lot number and sample were not provided. Vidas® varicella-zoster igg 60 t (ref 30217) is performing within specification.see section h10.